Manufacturer narrative:
The returned meter and strips were tested in comparison to a retention meter and masterlot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor inr: 3.2 inr and 2.1 inr, donor hct: 45% and 44% . Donor 1: master lot / customer strip and meter, 3.1 inr / 3.1 inr. Donor 2: master lot / customer strip and meter, 2.1 inr/ 2.1 inr. All values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material met the specification.

Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4) when compared to a laboratory using the dade innovin reagent. On (B)(6) 2016, the result from the meter was 2.1 inr and the result from the laboratory was 3.4 inr. On (B)(6) 2016, the result from the meter was 2.5 inr and the result from the laboratory was 3.4 inr. On (B)(6) 2016, the result from the meter was 2.2 inr at 2:55 pm and the result from the laboratory at the same time was 3.4 inr. The customer decreased her warfarin dose per the laboratory result. The patient was not adversely affected. The patient's normal range was 2-3 inr. The customer was not anemic, no heparin, no direct thrombin inhibitors, and no antiphospholipid antibodies. The customer's warfarin dose changed frequently and she was on an antibiotic recently. There were no diet changes, but she has had a cold/flu. The meter and strips were requested to be returned for further investigation. Relevant retention test strips (lot 144581-21) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material performed as specified.